Manufacturer narrative:
This device will not be returned, and therefore will not be available for testing and evaluation. A device history record review is pending and will be submitted within 30 days upon receipt. Concomitant devices: terumo 6f sheath introducer, and an unknown exoseal vcd.

Event description:
During use of an exoseal device for vascular closure, it was reported that the indicator window of one of the exoseal devices used on the patient gave a false reading when it changed to black-black pattern while still inside of the artery. The operator was aware the device was still in the calcified artery, and did not deploy the plug. The exoseal was then removed, and manual compression was used to achieve hemostasis. There was no patient injury. Two retrograde approaches were made into both common femoral arteries with two 6f non-cordis devices for an interventional procedure. The physician had achieved certification on the use of the exoseal, and has used the device more than 30 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomies were not near a stented segment and the vessel diameter was greater than or equal to 5mm in diameter. However, one of the femoral arteries was calcified. The vcds showed no visible signs of damage and were prepped according IFU instructions. There was no resistance/friction experienced as the vcds were advanced through the sheaths. The sheaths locked properly against the cowling and an audible ¿click¿ was heard for both devices. Adequate bleed-back signal was observed. However, the operator reported that the indicator window for one of the exoseal devices gave a false reading of black-black pattern while the device was still inside of the artery. The operator believes he may have been moving a bit fast and that could be the reason for the failure. The operator turned the device to free the nitinol loop of the calcium in the artery in order to attempt deployment of the plug. The operator was unsuccessful and removed the exoseal from the patient without plug deployment. Manual compression was applied to the access site in order to achieve hemostasis. There was no patient injury. There was no complication reported for the other exoseal device.

Manufacturer narrative:
Complaint conclusion: during use of an exoseal device for vascular closure, it was reported that the indicator window of one of the exoseal devices used on the patient gave a false reading when it changed to black-black pattern while still inside of the artery. The operator was aware the device was still in the calcified artery, and did not deploy the plug. The exoseal was then removed, and manual compression was used to achieve hemostasis. There was no patient injury. Two retrograde approaches were made into both common femoral arteries with two 6f non-cordis devices for an interventional procedure. The physician had achieved certification on the use of the exoseal, and has used the device more than 30 times. Femoral artery suitability was verified on angiography. The angle of access was between 30 and 45 degrees. The arteriotomies were not near a stented segment and the vessel diameter was greater than or equal to 5mm in diameter. However, one of the femoral arteries was calcified. The vcds showed no visible signs of damage and were prepped according IFU instructions. There was no resistance/friction experienced as the vcds were advanced through the sheaths. The sheaths locked properly against the cowling and an audible ¿click¿ was heard for both devices. Adequate bleed-back signal was observed. However, the operator reported that the indicator window for one of the exoseal devices gave a false reading of black-black pattern while the device was still inside of the artery. The operator believes he may have been moving a bit fast and that could be the reason for the failure. The operator turned the device to free the nitinol loop of the calcium in the artery in order to attempt deployment of the plug. The operator was unsuccessful and removed the exoseal from the patient without plug deployment. Manual compression was applied to the access site in order to achieve hemostasis. There was no patient injury. There was no complication reported for the other exoseal device. The device was not returned, and therefore was not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15913373 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It is possible that in this case the physician moved too fast and did not allow sufficient time for the window to change appropriately. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.